Event description:
In 2009, this patient was implanted with a gore excluder aaa endoprosthesis to treat an infrarenal abdominal aortic aneurysm. Intra-operative angiography revealed a persistent proximal type I endoleak. The physician attempted to resolve the endoleak by re-ballooning with a coda balloon catheter. Due to the large size of the aneurysm sac (8cm in diameter), the physician elected to convert the patient to open aaa repair. The physician explanted all the gore devices and implanted a hemashield dacron graft (boston scientific). The gore devices were destroyed at the hospital. The patient tolerated the procedure. The aortic diameter measured 21-25mm across a 3cm length. This measurement results in a reverse taper of the proximal aortic neck. No further information was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required field indicate that the information was not provided, was deemed unavailable or not applicable.